Manufacturer narrative:
Product complaint #: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization for subarachnoid hemorrhage (sah), a 3mm x 8cm galaxy g3 coil (gly120308, l12943) was used but it was not able to be inserted into the sheath introducer. The fluoro-saver of the coil was fluffy. It was replaced with a (competitive product and the procedure was completed. There was no patient injury reported. The customer states there is no additional information available. Based on the visual analysis of the pictures received, the distal flourosaver markers could be observed connected without spaces. At the distal end of the fifth marker it was observed a wrinkle. One non-sterile galaxy g3 3mm x 8cm unit was received inside of a pouch. The received device was visually inspected, no damages were noted the introducer was found in good conditions partially zipped, the dpu was found kinked. Then a microscopic inspection was performed, and the embolic coil was found in good conditions inside the introducer. Some residues of saline solution could be noted. No other damages were observed. The fluoro-saver markers were found out of position without space between them. The distal fluoro saver marker was found compressed at 42.1 cm from hub, and it was found without specification. However, a microscopic inspection was performed, and evidence of the proper previous fluoro saver marker position was observed. Markers are identified as mb1, mb2, mb3, mb4, and mb5 from most proximal to most distal. The approximate length of each identified marker and gap are as follows: mb1 = 5.0 mm, mb2 =4.5 mm, mb3 = 4.5 mm, mb4 = 4.0 mm (slightly compress condition), mb5 = 4.0 mm (compress condition). The specification of the length of one marker is 5 +/- 1 mm. All the marker bands were found within specification. Gaps between markers are identified as g1, g2, g3 and g4 from most proximal to most distal. G1 = 5 mm, g2 = 4.5 mm, g3 = 0 mm, g4 = 0 mm. The specification of the length of the gaps is 4 ¿ 6 mm. Gap#3 and #4 were found without specification. A manufacturing record evaluation was performed for the finished device l12943 number, and no non-conformances related to the reported complaint condition were identified the complaint reported by the customer ¿coil introducer ¿ impeded in introducer¿ was not able to be confirmed, the embolic coil was able to move outside and inside from the introducer. The kinked condition appears to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. The compressed condition observed on the distal fluoro saver marker is related to the fluffy condition reported by the costumer and they could have appeared by excessive force and handling being applied to the device however none of those can be conclusively determined. Impeded in introducer is a known potential issue associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. Complaint trends are monitoring monthly. A process improvements are being addressed at this time for the issue reported on this complaint.

Manufacturer narrative:
(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the visual analysis of the images received of the involved device. The distal flourosaver markers could be observed connected without spaces. At the distal end of the fifth marker it was observed a wrinkle. These findings meet regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. A manufacturing record evaluation was performed for the finished device l12943 number, and no non-conformances related to the reported complaint condition were identified. Based on the photos provided, it can determine that the galaxy g3 3mm x 8cm has a kinked condition on the dpu. The embolic coil could be observed in good conditions partially outside from the introducer. Also, the distal flourosaver markers could be observed connected without spaces. At the distal end of the fifth marker could be observed a wrinkle. The distal marker band is very proximal it should reach 43cm and it is about 42.05cm. Further investigation will be performed once the device returns for analysis.

Event description:
As reported by a healthcare professional, during a coil embolization for subarachnoid hemorrhage (sah), a 3mm x 8cm galaxy g3 coil (gly120308, l12943) was used but it was not able to be inserted into the sheath introducer. The fluoro-saver of the coil was fluffy. It was replaced with a (competitive product and the procedure was completed. There was no patient injury reported. The customer states there is no additional information available. Based on the visual analysis of the pictures received, the distal flourosaver markers could be observed connected without spaces. At the distal end of the fifth marker it was observed a wrinkle.